Event description:
Ous MDR - after an implantation period of approx. 53 months, eri was reported.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated, revealing the eos battery status. A number of 18 charging cycles were recorded in the memory of the device. The memory content of the device was inspected. The inspection revealed that the eos battery status was activated on (B)(6) 2019 at 00:39 am, eight days after the device had been explanted. Next, the eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 53 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Event description:
After an implantation period of approx. 53 months, eri was reported.